Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 03-apr-2020.

Event description:
The customer reported a backup alarm failure. There was no patient involvement. The customer evaluated the ventilator and reported that replacing the central processing unit printed circuit board assembly (cpu pcba) resolved the problem.

Manufacturer narrative:
G4: 25jul2020. B4: 31jul2020. The replaced central processing unit (cpu) printed circuit board assembly (pcba) was returned for failure analysis. It was determined that the "ls1" buzzer failed due to contamination, which caused the reported failure. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.